Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Hospital discarded the device

Event description:
As reported to coloplast, though not verified the device had fluid loss and a tubing break. The physician removed the cylinders and pump due to tubing break near the pump. Both components were replaced and connected to existing reservoir. Hospital discarded the device. The device was removed/replaced.